Manufacturer narrative:
Analysis found failure of components. Unit arrived with cracked back enclosure and unit failed calibration test. Replaced defective front board, enclosure with front and back panel. Then run-in test for 8 hours. The item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the device was not functioning correctly. There was no known patient impact.